Manufacturer narrative:
Upon investigation of the patient sample, an unknown interferent against a component of the reagent was confirmed. Due to the relative specificity, as claimed in the product labeling, single false positives can occur.

Manufacturer narrative:
The country of origin is (B)(6). Previous qc and calibration tests had acceptable results.

Event description:
The initial reporter received false positive elecsys toxo igm immunoassay results from the cobas e 411 disk immunoassay analyzer serial number of (B)(4). The initial result was 1.21 coi (reactive). On (B)(6) 2019 the retest result was 0.787 coi (not reactive). On (B)(6) 2019 the retest result was 1.19 coi (reactive). On (B)(6) 2019 there was an igm result of 1.22 coi, it is unknown if this result is from the same sample or a new sample. The doctor expected negative results. The questionable results were reported outside the laboratory.